Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). All lead contacts were oor. The impedances were all greater than 10,000. Because all of them were out, rep wasn¿t able to program around them. The cause of the oor impedances couldn¿t be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in overdischarge. The patient indicated she hasnt used her stimulator for approximately 3 years because her pain went away. The patient was needing an MRI now and needed to get recharged so she can put her device in MRI mode. No interventions had been taken.¿the patient was going to schedule her MRI appointment and then get back to the rep to resolve the issue before that appointment. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the overdischarge had not been resolved at this point. The patient has not contacted the rep yet as to when it would be convenient to meet. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that they met with the patient yesterday, thursday, (B)(6). Her battery was successfully trickled charged, charged and reset. Her overdischarge was resolved. However, the rep noted that when they checked her lead impedances, all of them were out. When they questioned her about if she has fallen recently, she indicated she has fallen several times the past few years. There were no immediate plans to replace the leads. She is awaiting to undergo her MRI which still hasnt been scheduled. She will await those results before making a decision if she will replace her leads or not.